Event description:
It was reported that during the beginning of a da vinci s surgical procedure, system error code 23002 occurred several times. An isi technical support engineer attempted to troubleshoot the issue via telephone and had the surgical staff emergency power-off the system. This action resolved the issue for a few minutes and then the system would no longer "home." The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code 23002 was associated with the left master tool manipulator (mtml). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). The system was repaired by replacing the affected mtml. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23002 appears when the da vinci s safety system determines that the position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer) were beyond mechanical limits. Upon determining this condition, the safety systems put davinci in a recoverable safe state. The mtml was returned to isi for evaluation. Engineering discovered that the hall effect sensor had malfunctioned, thus generating the system error code experienced by the customer. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.